Event description:
It was reported that during a low anterior resection procedure, when the surgeon did the anastomosis with the circular stapler, he noticed that on the right hand side of staple line, the staples were not formed. He hand sewed the staple line before he could fire the circular device. Surgery was prolonged twenty minutes. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.